Manufacturer narrative:
This report is being filed on an international product, list 7c18 that has a similar product distributed in the us, list 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that discrepant architect (B)(6) results were generated for a patient. Results of 9.52 miu/ml ((B)(6)) and 10.67 miu/ml ((B)(6)) were generated on two different architect i2000sr analyzers. The sample was tested a third time and the architect (B)(6) result was 8 miu/ml ((B)(6)). The patient has no history of (B)(6) vaccination. No adverse impact to patient management was reported.

Manufacturer narrative:
The patient had no history of (B)(6) vaccination but transfusion was indicated for the patient. For the patient, (B)(6) antibody concentration was 2 miu/ml in (B)(6) 2014 and 25miu/ml in (B)(6) 2015, suggesting the transfusion occurred between these 2 time points and resulted in transfer of (B)(6) antibodies from the donor to the recipient. Historical ticket searches determined that there is no unusual activity for the likely cause lot and the complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using an in-house retained kit of lot 50311lf00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling concluded that the issue is sufficiently addressed. Based on all available information and abbott diagnostics complaint investigation, the assay performed as intended and no product deficiency was identified.